Event description:
Reportedly, when an attempt was made to deliver defibrillator therapy to the patient, the device would not charge. An AED was brought on scene and used to continue patient treatment. The patient was transported to the hospital with pulse and pressure.